Manufacturer narrative:
The reagent lot number is 883821. The expiration date was not provided. General reagent issues were excluded. The field service representative found that the cells were overflowing. He readjusted the cell rinse levels (rinse arm adjustment) and confirmed the instrument was performing within specification with acceptable test results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable phosphate (inorganic) ver.2 results for 1 patient sample on a cobas c 303 analytical unit. The initial result was 0.705 mmol/l. The repeated result was 1.81 mmol/l.